Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer states that the charger caught fire.

Manufacturer narrative:
The device was returned and evaluated. Both leads on the ac receptacle were dislodged from the pcb of the charger.

Event description:
Dealer states that the charger caught fire.